Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) remotely connected to the station and the communication was verified. The device was confirmed to be sending and processing messages from the server successfully, and normal communication was validated. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device not communicated. Customer plugged and unplugged to restart the computer cable. There were no adverse events or injuries reported based on this event.